Manufacturer narrative:
The lifescan meter has not been returned to lifescan. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging display issue. The patient alleged the display looked like there is rain drop on the screen. Reportedly, the patient had symptoms described as "sweaty" 40 minutes prior to the onset of the display issue. There was no report of any required hcp treatment to suggest a serious injury at the time of concern. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.